Manufacturer narrative:
No testing or servicing was performed on the system since resolution of the reported issue was confirmed on call. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the site was using the system and it was first turned on, it gave an ¿initializing collimator¿ message. The site had to reboot the system 2 times to clear the error. There was no patient present when this issue occurred.